Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary : (B)(4): the device was returned and analyzed with no anomalies found.

Event description:
It was reported that during an implant attempt, the device setscrew was loosen and became disengaged from the device header and was "sideways." The device was not implanted, rather another device was used. No patient complications were reported as a result of this event.